Event description:
Information was received indicating that during use of the cassette, a occlusion messages occurred though all the line has been cleared from obstructions. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One sample was received without its original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection showed there was no damage, kinks, voids or bad bonding. During the occlusion test an occlusion was observed in the tube with the luer. The complaint was confirmed. The root cause was due to excess of solvent in one of the bonding unions (luer - tubing union / tubing filter union) by manufacturing caused the occluded tube. Awareness notification was generated to explain the importance of following up correctly the bonding process documented in the standard operating procedure. E4 was unknown.